Manufacturer narrative:
(B)(4). Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was experiencing uncomfortable stimulation and soreness where the leads were placed. The patient was advised to decrease stimulation to a comfortable level which resolved the overstimulation and the patient was advised to follow-up with their healthcare provider (hcp) regarding the patient's soreness. Patient status is unknown at the time of this report. There were no further complication reported or anticipated. Patient reported that they would have pulled leads themselves due to discomfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.